Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. The device remains in service at this time. No adverse patient effects were reported.